Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, it was reported by customer that a possible old suture package being sent to her or it was a possible misprint. Device availability was unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please elaborate on the alleged deficiency experienced with the product. Does the reported packaging contain conflicting product information that hinders proper identification of the product? Please explain. Any photos available for visual analysis? When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Did this event contribute to any patient adverse event? If yes, please explain. Please provide the product code and lot number. Please provide the account or the facility name. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). We have no further information then what was already provided. The customer explained that she did not have time to stay on the phone and she asked if the complaints department could call her back. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.